Event description:
Implant date: 2004. It was reported that approx 2 years post op, x-rays revealed non-union at t2-t3. In addition, 4 setscrews had completely backed out and 2 setscrews were in the process of backing out of the construct. A revision surgery was done approx 29 months post op secondary to the screws backing out and rotating 90 degrees.

Manufacturer narrative:
Device was returned to the MFR for eval. A visual examination confirmed that no rod was available for review. Two screws (7566545) and one setscrew (7560000) was available. Parts appear to have been made to print. No irregularities are seen. Unable to determine the cause of the event.